Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that balanced phacoemulsification tip was broken inside the eye during surgery. The procedure type was unknown. The surgery was completed after converting the procedure into small incision cataract surgery (sics) and multipiece intraocular lens (iol) was implanted. There was no patient impact.